Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 638rl30 heart ring, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert had triggered due to low impedance on the left ventricular (lv) lead. The lead remains in use. No patient complications have been reported as a result of this event.